Event description:
It was reported to medtronic minimed that the customer was on unable to generate reports due to time change on pump and report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per the investigation, I see from database and data calendar, patient did change the time in the pump to future (to november) and this time change happened in (B)(6) 2025. Patient has to change the time in the pump to current date and start upload to see the updated data calendar in reports page and they can generate from now on. Presume that the data will not be available to generate (overlap data). So, only they can generate current date once they change and upload the pump the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event by the user. The helpline has provided us with feedback regarding the steps recommended and suggested to close the ticket as they're unable to reach the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.